Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had display anomaly. The customer's blood glucose level was 202mg/dl at the time of the incident. Customer stated that they were told that their pump was water resistant. Customer stated that they were at a water park and noticed that their insulin pump had an alarm and flashing white screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to severe corrosion on all electronic assemblies. Analysis was unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to blank display. Analysis was unable to verify flashing white display or solid white display anomalies due to blank display. The insulin pump was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, cracked case on battery tube area, cracked battery tube threads, corrosion in battery tube, severe corrosion on force sensor assembly and corrosion on motor home switch.